Manufacturer narrative:
Findings: the involved tego connectors/mating & access devices were not returned for analysis and confirmation. The tego connectors were pre-tested/primed prior to use, three dialysis sessions were completed without incident. The exact cause of the reported event/issue are unknown. Devices discarded.

Event description:
Int'l. (B)(6) complaint received reporting leakage issues with use of unspecified dialysis set-up and d1000 tego connectors. The initial information received reports the event as follows ".. Leakage out of tego. Tego was placed on (B)(6) 2016, number of treatments before problem occurred: 3...tego was directly removed on (B)(6) 2016 when problem was noticed. After the dialysis treatment when the patient was disconnected and walked to the weight scale... Fluid came out (catheter lock and blood mixture) ... . After removal of the old connection it appeared that the tego did not work properly, could be flushed from both sides. .... Status patient: no changes compared to status before treatment." Follow up information received reports the involved devices were discarded.